Manufacturer narrative:
No patient results impacted by this event. A beckman coulter field service engineer (fse) was dispatched to the customer site. The cause of this event was confirmed as loose substrate fluidics bulkhead tubing fitting. A loose fitting may allow the introduction of air into the substrate fluidics system and compromise substrate delivery; compromised substrate delivery has the potential to generate erroneous patient results. In this instance, there was no report of erroneous patient results. The fse tightened the substrate fluidics system fitting on the analyzer bulkhead to resolve this issue. (B)(4). All mdrs associated with this report are: 2122870-2015-00670; 2122870-2015-00672.

Event description:
On (B)(6) 2015 during guided troubleshooting for ind-flagged (indeterminate) troponin I (access accutni+3) results, the customer reported that a system check performed on (B)(4) 2015 on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) had failed to meet specifications on the substrate portion. A beckman coulter (bec) customer technical specialist (cts) advised the customer to perform another system check, which failed to meet specifications. MDR 2122870-2015-00670 addresses the ind flagged troponin I results obtained on (B)(6) 2015. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.